Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the feeding pump won't alarm for rotor error. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states, ¿pump won't alarm and rotor error.¿ the unit was triaged and the customer¿s reported condition was confirmed. The rotor error alarm test was performed three times and the pump failed each trial. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.